Event description:
A customer reported a system message displayed and the system locked during a procedure. The message could not be cleared, so the system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported in the event log. The fluidics module was replaced. The software was updated. The system was then tested and met all product specifications. The fluidics module was received and a visual assessment of the returned sample showed some small signs of bss residue on the faceplate and crevices. The fluidics module was inspected manually to ensure that the latch assembly jaws were working properly. The fluidics module was then installed into a calibrated system and booted up. Add'l testing was performed and the fluidics module passed all testing. A review of complaints did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).